Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, after the final applications, the physician pulled the array back into the sheath from the right inferior pulmonary vein (ripv) without resistance. Then the array was pulled out of the sheath quickly without the use of the capture tool. It was surmised that the array inverted exiting the valve on the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012128638 was returned and analyzed. Visual inspection was carried out. The catheter was received with a guidewire threaded in. The guidewire lumen was received retracted and undamaged. The shape of the catheter array was inverted. The guidewire was found inserted ant threaded along the guidewire lumen. The guidewire was extended beyond the tip by about one inch (") without any damage. The outer diameter of the guidewire was 0.0325". X-ray imaging confirmed that the nitinol array wire was intact and properly attached at the tip and at the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Optical inspection at high magnification revealed the array pebax tubing was pinched and ribbed at the distal arm. Mechanical verification of the steering and slide mechanisms were carried out. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degree (°) rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit performing an ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the catheter failed the return product inspection due to the array pebax tubing being pinched and ribbed at the distal arm and an inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.